Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous progesterone result generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the samples and the results were much lower than the initial result. The initial erroneous result was reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The customer declined service to investigate the event. The customer is not questioning the instrument performance. A bci field service engineer (fse) did not investigate the event. Per the customer supplied quality control (qc) charts, both levels of progesterone qc were within the customer's established ranges prior to and after the event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 thru (B)(4) 2010 for add'l reportable events.